Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when additional information is rec'd from the hcp.

Event description:
The pt committed suicide. The device was returned to the manufacturer. No other details were provided. Further information is being requested from the hcp.